Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower jawbone tumor, parotid gland tumor, radical neck dissection procedures, after 3 hours, trigger did not return upon sealing jawbone cartilage. A new device was opened to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. It cannot be determined whether the product in the picture met specification. The picture showed a lot of eschar on the jaw plates. Other photo features are not clear. From the pictures, it could not determine whether the knife retracted or was damaged. Without the device, the root cause of the customer complaint could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects with eschar in the knife track and on seal plates. The reported condition was not confirmed. Functional testing was performed with the returned device on simulated tissue with acceptable results. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife edge was inspected at high magnification, and no damage was observed. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The device was detected by both generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. Engineering confirmed the investigation results. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.